Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The pump was unable to verify button error alarm and failed battery test alarm due to blank display. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error, moisture damage and failed battery test from the insulin pump. The customer's blood glucose reading was 245 mg/dl. The customer stated that she was playing softball all day and there was condensation under the screen. The customer replaced the battery and received button error. The customer stated that the button error occurred right after the pump was exposed to moisture. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.